Event description:
Clinic notes dated (B)(6) 2012 were received on (B)(6) 2012. The notes stated that the patient had a history of complex partial seizures. The patient reported feeling disconnected, being able to hear, and having garbled non-sensical speech. The patient's mother stated that the patient looked glassy-eyed for blank with involuntary movements. The episodes were brief (maybe 5 seconds) but occur multiple times throughout the day. The patient would typically have one seizure per month; however, in june the patient began having seizures multiple times throughout the day. The patient's vns was increased twice in the last few months, but it did not help. The patient reported that vns helped more than medications. The patient was able to manage seizures with just vns for three years. The patient's best seizure control was with vns. The patient had no history of status epilepticus or febrile seizures. The patient's settings from this appointment were provided. Near end of service flag indicated "no." Diagnostic tests were performed, but no results were provided. The notes indicated that the significant increase in seizure frequency was highly suspicious for end of life of the battery. On (B)(6) 2012, the patient underwent prophylactic generator revision.

Event description:
The patient's explanted generator was received on (B)(6) 2012. The pulse generator was returned due to "prophylactic replacement". In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have been unsuccessful.